Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. During troubleshooting for a check lines and bags alarm, the home patient stated they only changed out the supply bag but not the other bags or cassette. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Per the complaint information, the cause of the complaint is user error/ mis-use. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting for a separate complaint, the home patient (hp) stated they only changed out the supply bag but not the other bags or cassette. The technical service representative (tsr) explained that supplies are now compromised and hp will need to start over with all new supplies or risk infection. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone call. The care giver (cg) stated they started over with new supplies and resumed therapy without any problems. No patient injury or medical intervention was reported.